Event description:
On (B)(6) 2010, I underwent a total left hip replacement. The implant used was manufactured by smith and nephew. The r3 system. From the day of my operation, I have not gone a day w/o being in severe pain in my hip, groin, and femur. I have a severe limp, and have to use a cane. Some days, I cannot walk at all, and need to use a walker. I cannot walk more than half a block before being in agonizing and excruciating pain. I cannot lift my leg to get dressed normally. I cannot twist my leg. My leg is basically useless. I realize this is not a mom implant, but something is wrong, very wrong. I spoke with my orthopaedic surgeon last on (B)(6) 2011. Where he basically "wrote me off" and stated "there is nothing more I can do for you. I suggest you go to a pain clinic." I have lost my job, my insurance, my quality of life. I had to file for (B)(4) and I won my case. I cannot get anyone to help me. Smith and nephew hip implant. Pt from (B)(6) 2010 thru (B)(6) 2011.